Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
The field service representative replaced broken cuvettes to resolve the issue. The ict probe was also cleaned as it was dirty/contaminated. No returns were available for investigation. A review of data for the period august 1, 2013 - september 12, 2014 showed cuvettes and the ict probe are usually replaced to address fluidics or results issues, or as part of preventive maintenance. No adverse trends were identified for the cuvettes or the ict probe. No other issues were identified for instrument serial number (B)(4) that may have contributed to the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the available information, a deficiency was not identified.

Event description:
The account generated a falsely depressed architect sodium result of 111 on a patient sample that repeated at 141 on the architect c16000 analyzer. No unit of measure for sodium was provided. The account uses a sodium reference range of 134 to 148. No specific patient information was provided. No impact to patient management was reported.